Manufacturer narrative:
Additional narrative: device broke during insertion; device was not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient initials are (B)(6). Device history review: manufacturing location: (B)(4) - manufacturing date: november 14, 2012. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation summary: the investigation has shown that the cortex screw is broken as complained. The breakage of the cortex screw occurred below the screw head in the threaded part of the screw shaft. The broken off screw tip was not returned for investigation. The review of the production history revealed that this cortex screw was manufactured in november, 2012 according to the specifications. No manufacturing related failure could be detected. The yellow anodized cortex screw is made of commercial pure titanium. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength, and structural stability. The values were in compliance with ao/asif specifications and with the international standard. The fracture surface shows the typical view of a torsion fracture. No evidence of material or manufacturing defects was found. Based on these findings, it is likely that a short time overloading (torsional stress) caused the breakage. A visual inspection was performed and the dimensions of screw head, as far as measurable were determined to be within the specifications. No indication for material or design related issues. Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that when the surgeon placed the screw, the screw head broke. There was no reported delay in the procedure and no patient harm. This is report 1 of 1 for (B)(4).